Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system was only displaying one active device in the about page while both pi boxes were plugged in. Rep rebooted system several times, did not resolve issue. When the pi boxes from this system placing on the reps system it shows docked. Nim it displays both pi boxes as wireless when you take them out of the dock. There was no patient involvement. Additional information received after follow up that unit did not display any patient interfaces when it was turned on despite both pis being docked prior to powering on. System was not being used during the event. Rep was there to update the nim vital software to 1.5.4. Troubleshooting done by rep that rep confirmed both pi boxes passed electrode check via wired connection. Rep noted that upon reinsertion of pi boxes into system, the each pi box still passed electrode check. Rep noted pi box that wasn't fully charged had a flashing battery symbol in both docks. Rep noted that the connected device in the about page switched depending on which pi box was connected via wired connection. Only one connected device showed up at time in about page. Rep powered down one pi box and set aside. Rep docked another pi box and powered down the system. Upon powering back up, pi box did not show up in connected devices. Rep undocked pi box and connected via wired connection. Pi box still did not show in connected devices. Rep rebooted system several times, did not resolve issue.

Manufacturer narrative:
B5: additional information received. H3: initial inspection of the device found that the fault was confirmed. The console was not communicating with patient interface. A follow up report will be submitted once analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the software was upgraded from version 1.4.3 to version 1.5.4 and the issue occurred both before and after the software upgrade.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of device found that power management board has failed, console was received with software rev 1.5.4 installed. Fault is confirmed. Console not communicating with patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of device is in progress, analysis results of the device will be submitted in supplemental report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.